Event description:
It was reported that a homechoice device experienced a system error (se) 2240. This occurred during the first drain cycle of peritoneal dialysis (pd) therapy. The reporter stated that the patient line was kinked and had a hole in it. The technical services representative (tsr) assisted the patient in clearing the alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.